Manufacturer narrative:
The field service engineer (fse) noted fluid leak was not evident upon arrival. The customer had thoroughly cleaned the leakage prior to the service visit. The fse noticed the secondary probe was bent. The fse straightened the secondary probe, replaced the actuators for pinch valves pv21 and pv22, differential mix chamber module (mixer would not shut off), blood sampling valve (bsv) actuator (worn), needle cartridge, blood detector set, and replaced the aspiration tubing. The fse noted the blood draw through the bsv was slow on normal control and produced aspiration error. The fse replaced the low vacuum regulator due to a hole in blue stripe tubing through pinch valve pv20 [needle air dry] which was causing the aspiration errors. The fse verified operation with successful system startup and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately one milliliter of diluent blood mixture leaked from the blood sampling valve and onto the front cover of the instrument involving the coulter hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated at the time of the event. There was no patient consequence associated with this event. The operator cleaned up the fluid using good laboratory practices. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place.